Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor calibration check passed. The post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. The accelerated stress test (ast test) was perform and failed. No fluid leaks were seen in the test cassette during the ast test. The cycler was powered down and then immediately powered on after the ast test. The mwd watchdog timer error alarm occurred when the cycler was powered on. A known good function board was installed and a second ast test was performed. The cycler was powered down and then immediately powered on after the ast test. The cycler powered on without alarm or failure. The functioning function board from the cycler at the completion of the investigation. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history report (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 09/20/2018, and the mushroom head check passed on 09/20/2018. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reportedly ended their treatment after seeing the m31 air detected in cassette alarm. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.